Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore under the lifevest. The patient reported a history of skin sensitivity. There was no alleged device malfunction contributing to the irritation. The patient followed up with her dermatologist who prescribed gentamicin. Follow up indicated that the patient applied gentamicin to the irritation and it improved.